Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This device was manufactured before the UDI requirements. The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to the front enclosure. The front enclosure will be replaced to resolve the report. The device will be recertified and returnrd to the customer. Analysis for reports of this type has not identified an increase in trend.